Event description:
Following bilateral intraocular lens (iol) implant surgery, a surgeon reported that a pt was dissatisfied with the iol. The surgeon reported that the pt felt vision was worse than prior to surgery and could not see at distance or near. The surgeon was unwilling to fill out the questionnaire. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/13/2009, 02/25/2009, and 02/27/2009 by phone, fax, and mail. The surgeon was unwilling to fill out the questionnaire. This report was mailed to FDA on: 03/13/2009.